Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g2, g3, g6, h2, h3, h6, h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported during surgery when the doctor set the depth, it was shallower from original setting. Instead of making one clean cut for the graft had to continue to keep grafting for the amount needed. No additional graft was needed. The surgery was prolonged roughly 30 minutes while patient was under anesthesia and no harm was reported. Diligence is completed and no further information is available. No adverse event was reported.

Manufacturer narrative:
This incident has been recorded under cmp (B)(4). Upon completion of the investigation a final/supplemental report will be submitted.